Manufacturer narrative:
Due to character limitation in e1, full initial reporter name: (B)(6) and full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field safety technician during inspection that the battery of cardiosave intra-aortic balloon pump (iabp) cannot be charged from ac. There was no patient involvement.

Manufacturer narrative:
Corrected fields: b5. Updated fields: b4, d9-return to manufacture date, g1, g3, g6, h2, h3, h6- type of investigation, investigation findings, invesstigation conclusion and h11. The getinge field service engineer (fse) that encountered the issue replaced the power supply and ac power cord. Operational inspection was performed with good results. Charging function was working normally when connected to ac, and the problem was resolved. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: power supply reel, ac power cord. These parts were received with a reported unit failure of battery cannot be charged from ac. The fat dept. Proceeded to check the reel ac power cord for continuity. The fat observed that there was no continuity from the live brown wire to the blade of the plug. The blue neutral wire and the green and yellow ground wire had continuity. The fat installed part number 0014-00-0258 bulk power supply into the cardiosave cart. The fat observed 15 volts on the power supply with a know good ac power reel. The power supply passed testing. The probable cause of the battery not being charged was part reel, ac power cord the ac power cord failed testing. Retaining the parts in the fat dept. Per procedure. Probable root cause for ac power reel is excessive stress or fatigue and for power supply is stress or fatigue.

Event description:
It was reported by getinge field safety technician during inspection that the battery of cardiosave intra-aortic balloon pump (iabp) cannot be charged from ac. There was no patient involvement.